Event description:
The caller reported that the insulin gauge on the pump was displaying an amount different from the expected value. The difference was greater than 30 units, but fortunately, there was no adverse impact to the customer's blood glucose level. The caller completed the necessary steps to remove air from the cartridge, used room temperature insulin, and acknowledged the instructions not to overfill the cartridge. Tandem technical support guided the caller through the process of filling and loading a new cartridge. The caller agreed to monitor the situation and follow up if needed.